Event description:
It was reported that the 1.5:1 cutter serial number (B)(4) used with the zimmer skin graft mesher was not meshing properly. The facility reporting info is a cadaver tissue bank. There was no report of injury associated with this event.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 3 yrs old and was last returned to the MFR for repair on (B)(4) 2012. Previous repair did observe replacement of the side plates, roller gear and roller. The customer is a cadaver tissue bank which experiences heavy usage of devices. Inspection of the device displayed an excessively worn gear on the roller and worn gears on the cutter gears. The unit was outside of calibration specification on the right side. The device was repaired with replacement of the roller gear, side plate and roller. The gears were replaced on the two cutters that were returned with the device. However, after repairing the gears on the cutters, only the 2:1 cutter met zimmer mesh test acceptable criteria. The 1.5:1 cutter was determined to be damaged and non-repairable. Improper handling most likely caused the damage to the roller and cutter gears and the lack of calibration which most likely caused the customer's event. The device was serviced and returned to the customer.